Event description:
Doctor reported loss of integration. It was reported that lodi in site 10 was removed due to bone loss. Site was grafted and replaced with another product. No impact to patient and no relevant patient history reported.

Event description:
Doctor reported loss of integration. It was reported that lodi in site 10 was removed due to bone loss. Site was grafted and replaced with another product. No impact to patient and no relevant patient history reported.